Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges meta wear. Added law firm, revision hospital and updated patient harm. Doi: (B)(6) 2008, dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
(B)(4).

Event description:
Update jun 01, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges difficulty sitting, standing and walking for long periods of time. After review of medical records for the MDR reportability, patient diagnosed with metallosis and infected right hip prosthesis and underwent stage 1 revision with explantation of tha and placement of antibiotic spacer. Revision notes reported a thorough debridement of metallosis and gross purulence. A prostalac acetabular component and femoral component with antibiotics was cemented into place. Laboratory results for metal ions were below 7ppb. This complaint was updated on jun 13, 2017.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. Update 02/10/2017 litigation alleges patient was revised to address pain, discomfort, tenderness, stiffness, decreased range of motion, elevated ions, difficulty ambulation, difficulty rotating hip.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.